Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products associated mdrs #1225714-2014-03790 and 03791

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6) 2008 after the use of the product.